Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity). This occurred at power up during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'error 345' was reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor and out of specification force sensor readings. The force sensor and ultrasonic sensor require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.